Event description:
It was reported via voluntary medwatch that the patient's right ventricular (rv) lead was capped due to an infection. The infection was cleared, and no other intervention was performed. The patient was stable.